Event description:
It was reported that post-operatively the right ventricular (rv) lead exhibited high thresholds,  short v-v intervals and upon interrogation double counting of r-waves was noted. It was also reported that micro-dislodgement of the rv lead was suspected. The lead was reprogrammed, subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.